Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected multiple atrial arrhythmia episodes with rapid ventricular response (rvr). Therapy was initially; however, therapy was subsequently delivered for device detection of ventricular fibrillation (vf). Review of the episode data indicated the therapy may have been delivered during an atrial arrhythmia with rvr, specifically supraventricular tachycardia/atrial tachycardia-atrial fibrillation (svt/at-af), rather than true vf. It was further reported that the right ventricular (rv) and right atrial (ra) lead both exhibited high thresholds. The ICD and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Ddmb1d1 ICD implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.